Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that jailing occurred. In (B)(6) 2016, the patient as referred for elective cardiac catheterization. The target lesion #1 was located in the mid left anterior descending anterior descending artery (lad) with 80% stenosis and was 15 mm long with a reference diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm synergy ii drug-eluting stent. Following post dilatation, 0% residual stenosis was noted. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient's angiography results revealed a patent study stent in mid lad and 90% ostium first diagonal stenosis covered by the mid lad stent. The following day, the 80% stenosis in proximal lad extended up to mid lad was treated and placement of 3.00x12mm non-bsc stent. Following post dilatation, no residual stenosis was noted. The patient was referred to be followed up by cardiologist in the month of (B)(6) 2018. On the same day, the patient was discharged on dual anti-platelet therapy and the outcome of the event was resolved.